Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that when he first changed the analog to digital (a/d) timer printed circuit board assembly (pcba) this did not resolve the issue. He then replaced both temperature sensors which corrected the issue. The original a/d timer was not reinstalled since the new board was in place. The fsr completed preventative maintenance (pm) inspection and operation. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the temperature displayed was not accurate on the cooler heater unit. The temperature was 18 degrees below selected temperature. There was no patient involvement.